Event description:
When tipped, water reservoir becomes contaminated with numerous gram negative roos which can be distributed to the environment (and therefore, potentially, to pts). Product instruction materials are unclear regarding proper disinfection or decontamination intervals.